Manufacturer narrative:
The pt did not suffer any injury or require any medical intervention as a result of the excessive fluid removal. The pt was on prisma related to sepsis and has been in the medical intensive care unit for approx six weeks. The pt was started on prisma in 2006, as the sepsis had caused multi-organ failure requiring renal replacement therapy. The pt was on ventilatory support via a tracheotomy with no other life-support devices or medications, including inotropes. The pt remained on this prisma machine without any further incidents. Facility's nurse educator stated that he is planning on doing some remedial education with this nurse and did not request a service call as he felt that this was not an issue with the machine.